Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check, there were some stored episodes noted of noise and oversensing with this pacemaker and another manufacturer's right atrial (ra) lead. As a result, there was approximately five minutes of atrial pacing inhibition. The local field representative turned the feature related to minute ventilation off. No adverse patient effects were reported.